Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high and low blood glucose value. Customer¿s blood glucose value was 93mg/dl and the pump was saying 53mg/dl. When blood glucose value was entered, it was 136mg/dl. Customer¿s father stated that he entered the information but the pump stayed at 77mg/dl. Customer was at 69mg/dl on finger stick and customer¿s sensor glucose value was around 54mg/dl. Father stated earlier in the night that the blood glucose value was extremely high in the range of 400mg/dl. Customer just had juice to treat for low blood glucose values. Customer¿s current sensor glucose value on pump was 114mg/dl and 164mg/dl. Customer declined to troubleshoot for the high and blood glucose values. Insulin pump will not be returned for analysis.